Manufacturer narrative:
Health effect- clinical code (B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 -12.50 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The patient experienced excessive vault, pupil block, angle closure, elevated intraocular pressure, unreactive (fixed) pupil, and blurred vision. Additional medical intervention (aqueous suppressants and diomox) were prescribed. On (B)(6) 2022 the lens was exchanged for a shorter length, same model and power lens. It was reporter that the exchange resolved the problem. However, it was also reported that the vault is still high. For status of the eye the reporter stated " quiet, comfortable, stable, happy patient." In the reporters opinion the device and patient-related factor was the cause of this event.